Event description:
Information was received that the cadd ms3 pump won't detect cartridge. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump displayed an error code. It was found that the pump's downstream occlusion sensor was shattered. This explains why the pump would not detect the cartridge. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.